Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the line of a homechoice cassette. This occurred during fill one of four of automated peritoneal dialysis therapy. This was described as the home patient "found air in the line". Renal therapy services (rts) assisted the patient in removing the supplies and ending the therapy session. The patient would start over with new supplies. Rts advised the patient to contact their nurse regarding the issue. Capd (continuous ambulatory peritoneal dialysis) was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.